Event description:
Feeding tube placed on (B)(6) 2013 on evening shift. X-ray for placement showed tube in right lower lung. Feeding tube was removed and new ng feeding tube placed with a confirming x-ray showing tube was in the stomach, pneumo thorax was noted by the radiologist on (B)(6) 2013 am. Patient appeared clinically stable during morning of (B)(6) 2013 but declined as day went on requiring a chest tube placement early that afternoon.